Event description:
Procedure type: nephrectomy. According to the reporter: during the firing, the doctor stated that he heard cracking sounds coming from the handles. This had occurred with all three handles and reloads that were used. It was noticed that the staple line did not form correctly so the doctor switched the procedure to hand assist. The doctor also stated that each time he noticed the anvil was bent. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).